Manufacturer narrative:
H.6. Investigation: one photo of a loose 5ml syringe was received and evaluated. It was observed the syringe had an insecure stopper condition and is rejectable per product specification. Potential root cause for the insecure stopper defect is associated with the assembly process. When the stoppers are attached to the plunger rods, they are grabbed one at a time using a dial. If the dial become worn the placement will be slightly off causing it to not be seated properly. This can also happen if the timing is off between the plunger rod dial and the stopper dial. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that there was a deformed stopper for a syringe 5ml ll bns. The following information was provided by the initial reporter, " we have a complaint for one of your syringes. Complaint description: our customer reported the following issue: locked due to skewed rubber membrane. Can you please investigate this complaint: "review" of the batch related documentation of this lot: were there remarks during manufacturing? Did this lot meet the specifications? Were any items rejected during manufacturing because of the observed issue? Do you have preventive measures? "Root" cause and corrective actions? "Which" control checks do you perform to check the integrity? Following lots were in use: 8182732. I would like to know what the cause is of this defect and what the corrective action will be to prevent this from happening in the future. I would like to know if we can be sure that we will receive the good quality in the future. Complaint sample should at least be kept for 5 years."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was a deformed stopper for a syringe 5ml ll bns. The following information was provided by the initial reporter, " we have a complaint for one of your syringes. Complaint description: our customer reported the following issue: locked due to skewed rubber membrane. Can you please investigate this complaint: review of the batch related documentation of this lot: were there remarks during manufacturing? Did this lot meet the specifications? Were any items rejected during manufacturing because of the observed issue? Do you have preventive measures? Root cause and corrective actions? Which control checks do you perform to check the integrity? Following lots were in use: 8182732 . I would like to know what the cause is of this defect and what the corrective action will be to prevent this from happening in the future. I would like to know if we can be sure that we will receive the good quality in the future. Complaint sample should at least be kept for 5 years."